Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the following information was requested, but unavailable: was the clip malformed? Did the clip fall off the tissue? If so did the clip fall into the patient? Was the procedure altered due to retrieving the clip? Please explain.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was cycled and no clip was fed into the jaws; the instrument was being actuated in several occasions, and no clips were fed. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip wasn't tight enough. No patient consequences reported.